Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's ref numb of this file is (B)(4). Note: this is a split case of (B)(4).

Event description:
It is reported that a patient was implanted with a biolox delta head, 12/14, 32 x 0 on (B)(6) 2014. It is also reported that patient became infected at the incision site, the infection had deepened to the joint. It was necessary to remove on (B)(6) 2014 all implants due to the infection. Additional info: original surgery performed at (B)(6).